Event description:
A healthcare professional reported that an ophthalmic blade was found to be dull during a surgical procedure when making an incision. The procedure was completed on the same day using an alternative knife, and there was no patient harm. This report pertains to two of three different event dates received from the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).